Manufacturer narrative:
Unable to perform displacement test due to detached retainer and missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube due to detached retainer. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack started at left of belt clip towards back to the left edge of battery compartment side. Insulin pump had large crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.